Event description:
Pt called tech support due to trouble draining with an overfill alarm in drain 5 of a ccpd treatment. Tech support checked the treatment data sheet on the cycler was which showed a fill of 6230 ml (prescribed fill of 3000 ml). Pt stated he may have bumped the cycler. The cycler was reset and pt bypassed to drain, obtaining only 60 ml. Pt stated he was constipated. Pt's pd nurse stated the pt did not report the event to the staff, but did not have an adverse event as a result. Pd nurse stated she contacted the pt regarding the event and was unable to determine the cause of the large fill recorded. There was no reports of pain or discomfort specific to the treatment with the large fill. Pt continued to use the cycler.

Manufacturer narrative:
A medical review was performed on the treatment data provided. A large fill volume was reported for fill 4. There was no adverse event associated with this event. The device will be investigated upon return to the MFR and a supplemental report will be sent upon completion.